Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain, suffering, has sustained permanent injury, permanent physical deformity, vaginal pressure, vaginal bleeding, dyspareunia, and has undergone an additional corrective surgery.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report # (B)(4) for an "avaulta posterior". Additional information from importer report: (B)(6) 2012, brand name: avaulta posterior biosynthetic support system, catalog # 486020, (B)(6).